Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no leakage on the scope. An e216 error appeared during up angulation and upon powering on/off the device, the screen turned black and showed a b30 error. The scope was removed, then plugged back in and the e216 error continued to appear during angulation. It was found that the pink charged coupled device cable was creased and worn out. No obvious defects were found during visual inspection. The control section and suction connector were disassembled but no fluid invasion was found. During its last repair in march 2022, it was found that a press mark was on the insertion section and the screen blacked out during angulation due to a broken charged coupled device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed a e216 error during preparation for use of a bronchoscopy. The procedure was completed using a similar device. Inspection and testing of the returned device found that after powering the device on and off several times, the screen turned black and showed a b30 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error code displayed due to the following mechanism: the charge-coupled device (ccd) cable built in the bending section became unsmooth, which made the cable disorder in the bending section. Device with the disordered cable was manipulated, which caused the sheath of the cable to break and the wire to expose. By further manipulation, the wire of ccd cable was torn. Olympus will continue to monitor field performance for this device.